Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she is experiencing double vision and difficulty seeing up close. She reported she has difficulty seeing the hole of the needle for sewing. She was prescribed glasses but her visual field remains "disappointing". In a follow-up, the surgeon reported he believes the visual acuity will recover gradually and the events are not iol-related. There are two medical device reports associated with this event. This report is for the fellow eye.